Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device received with cracked battery tube threads. Device received with corroded battery tube. Device received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having high blood glucose. Customer's blood glucose was 27.9 mmol/l. Customer's blood glucose at time of call was 21.7 mmol/l and 18.4 mmol/l. Customer mentioned there was a crack near the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.